Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 382 mg/dl. Customer had symptom of vomiting and exhaustion. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. It was reported by hospital staff that it was believed that insulin pump was malfunctioning. Prior to hospitalization customer continued to have high blood glucose of 485 mg/dl even after changing infusion set. Customer then went to the emergency room. During troubleshooting while in the hospital, insulin pump passed high pressure test. Customer was advised to call back with any further issues. Tubing clamp would be sent to customer.